Manufacturer narrative:
The insulin pump was received with a blank display due to a missing battery tube spring. Analysis was unable to confirm a failed battery test and low battery alert due to a blank display. Analysis was unable to perform any test due to a blank display. The unit had a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer called to report that the battery compartment spring fell off and the device alarmed failed battery test and low battery. The customer's reading was 120 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.